Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the reporter but the reporter was unable/unwilling to answer any questions. The reporter said, the patient thought the results on the meter were inaccurately high. The last result in the meter memory was 231 mg/dl at an unknown time. The reporter alleged that the patient had symptoms of hypoglycemia (specific symptoms not provided) after she took her insulin the day before calling lifescan. The reporter mentioned, the patient took oral glucose, drank apple juice, and felt better. The patient takes insulin (unknown type) on a sliding scale (unknown doses). It was determined during the troubleshooting telephone call, the meter was set to the incorrect unit of measurement at the time of testing. The calibration code does not match the code on the test strip vial. This complaint is being reported because the reporter alleged the patient thought the readings were inaccurately high, took insulin, and developed symptoms of hypoglycemia after she took insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.